Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered an inappropriate shock due to t-wave oversensing (twos). It was noted that the patient was running and was in atrial fibrillation (af) when the shock occurred. The rv lead sensitivity was adjusted, and the lead remains in use. No further patient complications have been reported as a result of this event.